Event description:
Baxter reported "leakage from a clamp" in the tubing of the transfer set. This was noted during use with no patient injury or medical intervention required according to the complaint coordinator.